Event description:
It was reported that boston scientific technical services (ts) was contacted for a review of the left ventricular (lv) lead pacing impedance. Ts informed that the lv lead exhibited high, out-of-range pace impedance measurements of 2024 ohms and discussed programming options. The device and leads remain in service. No adverse patient effects were reported.